Event description:
Consumer reported on (B)(6) 2022 that product caused a rash. Consumer informed that he sought medical attention. Doctor recommended antibiotic ointment on the area.

Manufacturer narrative:
Aso 10/03/2022 manufacturer completed their investigation with no issues found. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted.